Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. No excessive no delivery alarm noted during testing. The insulin pump had unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 175 mg/dl at the time of incident. The customer's mother stated insulin continued to drip after motor stopped during the manual prime process. The customer's mother stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.